Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 22:44:20. During night drain cycle three, the patient's ultrafiltration reading was 979ml, indicating the home patient (hp) drained 979ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was unable to be determined with the provided information. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device failed rite functional test and passed rite electrical test. The failed rite fuctional test will be captured and  reported through (B)(4). Should additional relevant information become available a supplemental report will be submitted.